Event description:
The balloon dilator was removed from the package in the usual fashion, no apparent defects were visible. The packaging was intact and the tip covering the balloon was intact. While attempting to inflate the balloon to dilate, there was no resistance and water was gone from the syringe. The balloon dilator was then removed from the pt. An attempt was made to inflate the balloon again to visualize the water flowing from the bottom of the balloon. There was no pt injury. The device and packaging were returned to the manufacturer.